Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had been experiencing frequent high blood glucose levels. The customer also had a high blood glucose level of 331 mg/dl. They corrected their high blood glucose with a syringe. The customer also had ketones. The customer declined troubleshooting for their high blood glucose. Additionally, the customer also had trouble with the communication between the transmitter and insulin pump. The customer woke up and saw the insulin pump was saying it was still in the warm up period. The radio frequency icon was not solid. The customer had checked their blood glucose and it was 489 mg/dl. Troubleshooting was done for the device communication and the customer's mother was advised to monitor the insulin pump and call back for further assistance. The device will not be returned for analysis.